Event description:
A report was received that the patient was experiencing inability to charge the ipg, and that the ipg would overheat every time the patient would try to recharge. The patient will undergo an ipg replacement procedure. No confirmation could be obtained of malfunction from the physician due to the fact that the choice for revision was made by physician and patient.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inability to charge the ipg, and that the ipg would overheat every time the patient would try to recharge. The patient will undergo an ipg replacement procedure. No confirmation could be obtained of malfunction from the physician due to the fact that the choice for revision was made by physician and patient.

Manufacturer narrative:
(B)(4).